Event description:
Per the clinic, the patient developed an infection (cellulitis) causing severe pain and discomfort. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report